Event description:
The technician alleged, the bed will not go into trend or reverse trend. He replaced left head switch. This resolved the problem.

Manufacturer narrative:
Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.